Event description:
(B)(6) study. It was reported that a complete heart block occurred. The patient presented for a transcatheter aortic valve replacement procedure with a 23mm lotus edge valve. Prior to index procedure, heparin or other anticoagulant was given. The patient received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was performed. The native aortic valve was treated with deployment of a lotus edge valve. Successful repositioning of the lotus valve system involved partial resheathing of the lotus valve in the delivery catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. One day post index procedure, the patient developed complete heart block. Temporary pacing was left in place post procedure. Electrophysiology was consulted and a new permanent pacemaker was recommended. One day post index procedure, a new dual chamber permanent pacemaker was successfully implanted. Two days post index procedure, the patient was discharged on clopidogrel.